Event description:
A customer called baxter corporate product surveillance to report a vial-mate reconstitution device in which a leak was detected. According to the report, a home infusion pharmacy sent a home patient home with 250 ml bags of dextrose and vial-mate adapters. After the home patient reconstituted the medication, they noticed a leak from the adapter. It appears as though the dextrose port was fully inserted into the adapter. The event occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed; however the cause was determined to be related to use error. Visual and functional testing of the sample was performed and revealed no observable visual defects. The docked samples were incorrectly docked to the correct bag port. Functional testing passed once the samples were correctly docked. A review of batch records could not be performed. A label review determined instructions are easily accessible and adequately describes instructions for use.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.